Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm motor error or no delivery alarms. The device had cracked case on the display window corners, and cracked reservoir tube.

Event description:
The customer reported being hospitalized due to a diabetes incident. The customer stated that the insulin pump alarmed motor error and no delivery. The customer had changed the infusion set and reservoir, but she received again another no delivery alarm. The caller stated that her diabetes educator advised her to request a replacement. No further information was provided.